Manufacturer narrative:
G4: 14jul2020. B4: 18jul2020. The determination could be made that the device failed to meet specifications, the navigation-ring failures were determined to be due to liquid ingress. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 06apr2020. B4: 07apr2020. The manufacturer¿s field service engineer (fse) could not duplicate the reported navigation ring not working issue. The fse replaced the touchscreen, and calibrated to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30mar2020.

Event description:
The customer reported nav ring not working. It is unknown if the touchscreen is working, if settings were changed, jumping value was accepted and if therapy was changed without pressing a button. There was no patient involvement.

Manufacturer narrative:
G4:30mar2021. B4:31mar2021. Parts were received and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.